Event description:
It was reported that the customer passed away after experiencing high blood glucose levels. No further information was provided as the death was still under investigation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.